Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer changed pump supplies to address occlusions. Customer's blood glucose was over 500 mg/dl at its highest. Correction bolus and manual insulin injections were administered to address bg.